Manufacturer narrative:
Section d4 - model #: unknown, as product lot number was not provided. Section d4 - catalog #: unknown, as product lot number was not provided. Section d4 - serial#: unknown/ not provided section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI #: unknown, as product lot number was not provided. Section d6a: if implanted, give date: n/a, as the unfolder handpiece is not an implantable device. Section d6b: if explanted, give date: n/a, as the unfolder handpiece is not an implantable device. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k)#: unknown, as the lot number was not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the lot number of the device was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon implantation of the non-preloaded intraocular lens (iol) in one patient using the lens's own injector, the iol was damaged by the metal arm of the injector itself. The physician removed the lens and implanted a replacement iol. Through follow-up, we learned that the unfolder and cartridge used were compatible with the lens and the lot number is unknown. The patient is clinically well and no additional surgical or medical intervention were performed. No further information was provided. A separate report is being submitted against the iol involved.